Event description:
Patient's mother advised of the pump stopping and starting and only pumping for a total of 2 hours and 45 minutes instead of the usual 12 hours, resulting in the patient only getting 2 hours and 45 mins worth of the medication and leaving the rest unfinished. No missed dose but pt only got partial dose; no adverse event reported; unknown if device available for return; unk expiration. No further information known. Pump used to infuse deferoxamine at above dose/frequency. Serial number # (B)(4), exp: 05/12/2022, indication: hemochromatosis due to repeated red blood cell transfusion. Did the reported product fault occur while in use with the pt? Yes; was any medical intervention provided? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Unk. Reported to (B)(6) by pt/caregiver.